Manufacturer narrative:
(B)(6). (B)(4). Device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, intra-op, the surgeon used forceps to remove metal threads (from the set screw) that peeled-off when tightening the set-screw. The product came in contact with the patient. No fragment of the instrument remained inside the patient. No patient complications were reported due to this event.